Manufacturer narrative:
The complaint components were returned and analyzed. There was no reported allegation. The cylinders performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that an inflatable penile prosthesis 3 piece 24 cm x 12 mm cylinders and pump package was opened to splice the pump tubing to extend the cylinder. The physician decided not just leave the 15 cm pump and cylinders and did not use the use the pump or cylinders as the implant tubing was long enough.